Event description:
It was reported the asymptomatic patient presented for an implant procedure. During operation, it was observed newly implanted lead had low pacing impedance and no capture. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 52.0 cm. The reported events of low pacing impedance and failure to capture were confirmed. Visual inspection found the helix sustained an overtorque of the inner coil consistent with procedural damage. Electrical testing found an internal short was noted due to overtorquing. The cause of the reported events was due to shorting between conductors cause by overtorquing consistent with procedural damage.